Manufacturer narrative:
Citation: piazza n, et al. Transcatheter aortic valve implantation for failing surgical aortic bioprosthetic valve: from concept to clinical application and evaluation (part 1). Jacc cardiovasc interv. 2011 jul;4(7):721-32. Doi: 10.1016/j.jcin.2011.03.016. Available online 21 july 2011. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a state-of-the-art review of transcatheter aortic valve-in-surgical aortic valve (tav-in-sav) implantation for failing surgical aortic bioprostheses. In the article, figure 7 identified a patient with a previously implanted 21-mm medtronic mosaic aortic bioprosthetic valve who underwent tav-in-sav implantation with a 23-mm edwards sapien valve. No further details were disclosed about this case. No unique device identifier numbers or patient demographics were provided. No additional adverse patient effects or product performance issues were reported.